Event description:
It was reported that the foley catheter balloon was damaged and leaked even after sterile water was injected. Per notification from ucc on 25dec2025, it was reported that catheter balloon was asymmetrical 70/30 was found during sample evaluation on 10nov2025.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Received 1 all-silicone foley catheter with sample port connecter. Verified material number 275816j and manufacturing lot number ngjs0407. Visual inspection noted no obvious observations. Using the returned syringe, the catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. Inflated with no difficulty and asymmetrical balloon 70:30 was present was opened to capture this). Deflated balloon within 44 seconds. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Correction: d,f,h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Received 1 all silicone foley catheter with sample port connecter. Verified material number 275816j and manufacturing lot number ngjs0407. Visual inspection noted no obvious observations. Using the returned syringe, the catheter balloon was inflated with 10ml methylene blue solution (3 drops 1 percent aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. Inflated with no difficulty and asymmetrical balloon 70 30 was present. Deflated balloon within 44 seconds. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Corrections: f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon was damaged and leaked even after sterile water was injected. Per follow up information received via rcc on 23mar2026, stated that the customer had confirmed that at the time this event occurred, the balloon had contracted, and after confirming the contraction of the balloon, the water was injected again and observed, and after one day had passed, the balloon had contracted again. Therefore, it was asked, ¿wasn't this a lack of confirmation at the time of investigate?¿ it was pointed out that this was not the case. When this event occurred, the customer confirmed that the balloon had contracted, and then injected water again to observe, and confirmed that the balloon had contracted again after one day had elapsed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon was damaged and leaked even after sterile water was injected.